Manufacturer narrative:
On march 1 2021 mentor became aware that e2 selected incorrectly as "yes" in initial report with manufacturer report number. Manufacturer¿s reference number: (B)(4) e2. Health professional? No.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction procedure with mentor memorygel 700cc breast implant developed pain in both of her breasts. The patient also inquiring about the shelf life of the implants and trying to find out if there was any mesh involved with her reconstruction so that she can have an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthetic.